Event description:
Pt states that on or about (B)(6) 2010 were first prescribed avaira toric lenses by physician. Pt states that was prescribed at various times, and used, avaira contact lens without issue until (B)(6) 2011 when first began suffered pain and irritation in his right eye and presented to physicians for eval. Pt states that on (B)(6) 2011, was diagnosed with a corneal ulcer and treated with topical ointment. Pt states that on (B)(6) 2011, was evaluated and determined to have an ulceration which extended into the stroma with a lesion of approx 3-4 mm in size with the defect located in the inferior cornea with positive fluorescein staining. Pt states that on (B)(6) 2012 was advised by physician that he suffered corneal scarring and opacities as a result of the lens. Pt states that has been injured and sustained severe and permanent pain, suffering, disability, and impairment. Neither medical eval record nor further details were provided. The lenses were not returned. Lot numbers for the lenses were not provided. This event is reported with abundance of caution because the extent of the corneal ulcer and/or treatment is unk from which to rule out permanent impairment of eye function or damage to body structure, or that the medical treatment provided was to preclude permanent impairment of eye function or damage to body structure.

Manufacturer narrative:
No lenses or lot numbers were returned for eval. The complaint is unconfirmed.